Event description:
Related manufacturer reference numbers: 2017865-2022-04145. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited low pacing impedance and noise over-sensing. It was also found that the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing. No intervention was performed. Patient condition was stable.